Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rubber on the gastrointestinal videoscope was dirty. There was no report of patient involvement or harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the observed foreign material/residual could not be identified, and a definitive root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
No new event information reported by the customer.